Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer stated that the insulin pump had an error alarm. Troubleshooting was performed. The customer stated that the insulin pump was not exposed to an MRI. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.